Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6, and h10 additional information: d10 results of investigation: the suspect device was returned for investigation. Vyaire medical determined root cause as due to o2 proportional valve is not opened properly. The unit worked properly after the repair.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files reveal alarm for "o2 supply insufficient," and fi02 remained at around 21% with o2 supply pressure of 4.5 bar. Log files also reveal same situation with a test lung, and only after replacement of the sensors did the logs indicate 100% fio2 and no alarms. Technical support is suspecting a blocked supply line. However, it is unlikely per the customer as the same o2 hose and supply were used (different wall connector) when the issue was resolved with new sensors. No root cause has been determined. Investigation still ongoing. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that after a successful circuit system test, the bellavista 1000e alarmed "o2 concentration low." A patient connected to the device for niv therapy then experienced desaturation down to 60%. This led the end user to disconnect the patient and provide manual ventilation until transfer to a backup ventilator.